Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Imagery was provided. The 3mensio report was reviewed and the following was observed: presence of calcification in the patient's aortic arch and aortic native valve. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As a technical summary written by edwards applies to this complaint event, a full engineering evaluation is not required. Review of the IFU is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'balloon burst' and 'difficulty or inability to withdraw system through sheath' was unable to be confirmed due to unavailability of the returned device and/or procedural imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description and provided 3mesio report, there was presence of calcium in the native aortic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our european affiliates, during implant of a 23mm sapien 3 valve in aortic position by transapical approach, the patient presented with moderate to heavy calcification within the leaflets and a heavily calcified sinotubular junction (stj). During the procedure, nominal volume with the slow inflation technique was used with the certitude delivery system. During the final phase of inflation, the balloon burst. Despite of the burst, the vale was fully expanded and working properly according to echocardiogram and angiogram. During the withdrawal of the system however, the nosecone got stuck on the certitude 18f sheath. The whole system was extracted as a single unit without problem. The patient did not suffer any injuries and was noted as to be stable with no bleeding or additional complication related to the balloon burst.